Event description:
Pt was diagnosed with an esophageal perforation two hours after undergoing an achalasia procedure. An x-ray revealed an esophageal perforation after the pt experienced chest pain two hours post dilation procedure. Surgical repair of the esophagus was uneventful. The pt's condition is good and has since been discharged. This product is a reusable device. Resterilization processes are recommended in co's directions for use. The number of times and frequency this product is used, as well as the actual sterilization process used, is at the discretion of the user. Follow up indicated the pt's condition, rather than the device, was a contributing factor to this event. Due to the nature of the lesion, a pediatric scope was required for crossing of the lesion in this adult pt. Info regarding balloon rupture is inconclusive at this time. Co believes the above factors contributed to this event and does not attribute it to the device. However, without evaluating the device, co cannot determine the exact cause for this event.